Event description:
It was reported that this non boston scientific right ventricular (rv} lead placed in the septum exhibited loss of capture. Additionally, it was noted that the cardiac resynchronization therapy pacemaker (crt p) was suspected to be depleting prematurely. A revision procedure was performed, and this rv lead was surgically abandoned, while that the crt-p was explanted. Both products were successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).